Manufacturer narrative:
Approximate age of device ¿ 7 years 1 month (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was found at home unresponsive with unknown down time. Patient was transferred to (B)(6) hospital and then to the (B)(6). Advanced cardiac life support (acls) initiated. Pupils fixed and dilated. CT scan was unremarkable, but showed global anoxic injury. Family elected withdraw of care and patient expired. Cause of death was uncertain. The death was not considered as device related and it was noted that the device operated as expected. No autopsy as was declined by family member.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(4), could not be conclusively established. There is no product available for investigation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.